Event description:
For the last week, "out of the blue", the pt felt intense stimulation/shocking down her right leg lasting for several seconds. This would occur at any time. There was no known related accident or incident. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).